Event description:
It was reported that during a follow-up clinic check, it was found that the left ventricular (lv) lead was dislodged. The lv lead was extracted, and a new lv lead was implanted. There were no adverse health consequences, the patient tolerated the procedure well.